Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that screen was displayed out of service due to configuration issue. A technical support specialist accessed the es server and observed that the in-service option was not selected. To address the issue, the specialist enabled the in-service setting in the device configuration. The system functioned as intended after the technical support service troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system screen was displayed out of service, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.